Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient was miserable and couldn't sleep on the side with the ins was located. The hcp reported that it was too big and never worked since implant. The hcp reported that the patient went back to the managing hcp who stated it would be too dangerous to remove. The hcp also reported that the patient had pain at the ins pocket. No further complications were reported.